Event description:
On (B)(6) 2010, an ipp device was implanted. On (B)(6) 2010, the 3.0cm rear tip extenders were removed and replaced with 2.0cm rear tip extenders. It was stated that the cylinders were bulging and causing irritation, so the physician downsized the rear tip extenders by 1 cm (from 3cm to 2cm).